Manufacturer narrative:
The occlusion alarm investigation could not be completed as the cartridge was not returned however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced occlusion alarms for the past week despite charging out all supplies. The customer's blood glucose (bg) level was 300 (mg/dl) in the past due to the occlusion alarms. A correction bolus via the pump and a manual injection were used to address bg level. The customer declined to perform troubleshooting for the occlusion at the time of the report.